Manufacturer narrative:
Device analysis report attached. This report is submitted on february 15, 2022.

Manufacturer narrative:
This report is submitted on december 30, 2021.

Event description:
Per the clinic, the patient developed an infection at the implant site and subsequently was treated with oral antibiotics (specific date and duration not reported) ; however, the issue did not resolve. The device was explanted (B)(6) 2021. Reimplantation is planned but had not taken place at the time of this report.